Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric bypass. According to the reporter: needle detached from the handle. The needle fell into the pt's cavity and was retrieved from the cavity. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.